Manufacturer narrative:
This report is being submitted for additional information regarding microbial testing of the device and device evaluation findings. Please see updates to d8, d9, h3, h6 and h10. The olympus scope that was sent to an independent laboratory for microbial testing was sampled and cultured. All channels were cultured and more than 100 colony forming units (cfu) per endoscope of staphylococcus coagulase negative was identified. The results obtained were not in conformance with the requirements. The device was sampled again after two weeks. The operating channel was cultured and less than one (1) colony forming units (cfu) per endoscope of revivable microorganism was identified. The device was then evaluated at the repair center and there were few findings. The connecting tube protector was lacerated. The channel mount and mouth piece was damaged. The air valve unit was turned and bending tube was worn out. The biopsy channel had foreign materials. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Update to h6. Correction to h10 of the first supplemental report, the device was sampled again by olympus after reprocessing in accordance with the instructions for use (IFU) where the results were: sampling date: jul 26, 2023. Sampling from: suction channel. Cfu: 3cfu. Bacterial identification: gram-positive bacteria. The results obtained are in conformance with the requirements. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The reprocessing steps provided by the user were reviewed where the following deviation from instructions for use (IFU) was confirmed: - the device was not rinsed before manual disinfection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a deviation from instructions for use (IFU) was confirmed therefore, reprocessing may have been conducted insufficiently. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." IFU instructs steps for precleaning and manual cleaning before disinfection as follows: bf-190 series reprocessing manual chapter 5 "reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope tested positive for contamination. The issue was found during a routine culture of the scope. The hygiene microbiological investigation report from the customer indicated all channels were sampled and one (1) colony forming units (cfus) of mold was identified. The customer further reported that three different samples were taken at three different times after multiple disinfections and were positive for three different organisms (staphylococcus, aspergillus and mold). The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The customer provided additional information regarding device reprocessing procedure followed onsite. There was no patient infection reported. There have been no deviations or deficiencies or concerns in reprocessing. The device was not rinsed before manual disinfection. The disinfectant used was aniosyme x3. All channels were flushed with and immersed into the disinfectant. Filtered water was used for rinsing after disinfection. The concentration and expiration date of the disinfectant was controlled. The device was not used in a procedure while waiting for the results and was quarantined after positive culture was observed. The device was reprocessed 10 times before sampling. The device was last reprocessed and used in a procedure on (B)(6) 2023. The device was returned to olympus. Prior to device evaluation, olympus scope was sent to an independent laboratory for culture testing. After the results are obtained, the device will be evaluated. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.